Event description:
It was reported that the rv lead dislodged, and lead reposition was performed. On (B)(6) 2021 rv lead dislodgement was again noted. Patient will be referred to a different physician and facility for lead reposition. On (B)(6) 2021, the lead was explanted and replaced. The patient was doing well before, during and post procedure. The physician noticed that the lead was tied to fat tissue, so it didn¿t surprise him that the lead had moved and didn¿t think it was a lead issue that caused this issue.

Event description:
New information notes that the lead will not be returned for evaluation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.